Manufacturer narrative:
D10: concomitants: 4280458 02-010-01-0340 - logic femoral ps cem right sz 4 4330013 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 6006016014 a10012 - gps implant kit v2 the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 70 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling and instability. The surgeon observed polyethylene wear, osteolysis, and gross loosening of the femoral component. The surgeon replaced and revised the femoral and tibial components. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
Recall number: z-1729-2022 the following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.